Manufacturer narrative:
Sections with additional information as of (B)(6) 2020: h6: updated FDA's method, result, and conclusion codes h10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. H10: most likely underlying root cause: (B)(6): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Note: manufacturer contacted customer in a follow-up call on 23-jul-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer initially called for assistance with performing a control test. Control test performed with coordinator had produced test result that was out of the acceptable range. When technician called customer, customer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 556 mg/dl. The customer¿s expected blood glucose test result range is: 110-209 mg/dl am fasting. 225-235 mg/dl pm fasting. Under 267 mg/dl pm non-fasting. The customer feels well and did not report any symptoms. Customer reported past medical attention that had occurred on (B)(6) 2020. Customer tested and obtained back to back results of 357 and 382 mg/dl, and had taken the standard 32 units plus additional coverage of medication. Customer stated she went to bed and woke up to find that paramedics were called. Customer stated she was not physically conscious until the paramedics arrived at 2 am. Customer stated she was told later that her husband and daughter were trying to give her chocolate, as they knew her blood glucose was low. Customer's blood glucose test result using the paramedic's meter had been 28 mg/dl; the diagnosis was hypoglycemia and customer was given an IV. Customer's blood glucose had come back up and she refused to go to the hospital. Customer stated that as a result of what happened, her vision is not as clear as before. During the call, a blood test was performed by the customer non-fasting and produced test result of 132 mg/dl using truetrack meter; customer was not satisfied with the result. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/31/2022 and open vial date is 07/07/2020. The meter memory was reviewed for previous test result history: (B)(6).